Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed some odd voltage sequencing. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The system voltage while the controller was connected to a power module was below and above the expected value several times throughout the log file (~11v as well as up to ~16v compared to the expected voltage of 14v). Based on past history and similarly reported events, the voltage drops recorded in the submitted log file are potentially consistent with wear to the conductors of the patient cable; however, the specific cause cannot be conclusively determined as the patient cable was not returned for analysis. The heartmate ii lvas instructions for use and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that manufacturer's technical service representative reviewed the log files and observed that the system voltage was very low. No further information was provided.